Manufacturer narrative:
In the case description, the user mentioned receiving a 7u bolus that they did not program. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 7u bolus on the date of occurrence. The logs showed evidence of interaction with the controller to program, confirm, and start the 7u bolus. The logs showed that the bolus calculator was started by hitting the bolus button. The logs show that the next button was hit after calculation of bolus, bringing the user to the confirm bolus screen. The start button was then hit to start the bolus delivery. The bolus record showed that the 7u was user adjusted. No carbs, bgs, or cgm values were loaded into the bolus calculator, however evidence of the total bolus being adjusted was observed. No evidence of an unprogrammed bolus was observed in the logs.

Event description:
It was reported that the customer required urgent intervention by a rescue team at work, including intravenous delivery of dextrose (d50), plus a dextrose (d10) drip and almost an entire bottle of glucose tablets. The lowest blood sugar reading was reported to be 60. Around 10:30pm the customer had a meal which included 45 grams of carbs resulting in a calculated meal bolus of 5.15 units that was delivered around 10:34pm. The blood glucose was reported to be 126. Approximately 13 minutes later an additional bolus of 7 units was delivered. This bolus was not requested or initiated by the customer. The customer became aware of the additional bolus delivery upon review of the device history when his dexcom alarm went off indicating a low blood sugar level.

Manufacturer narrative:
Upon completion of the investigation a supplemental report will be submitted with the results.